Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a power fluctuation in the operating room (o/r). When that happened, the entire pump shut down. It took no more than five seconds before the battery backup came on and the pump restarted. The battery backup was not seamless. The device was not changed out, as they had to reset everything because it shut off, that's when the emergency power kicked on. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient. Per clinical review on (B)(6) 2013: about half-way through the cpb period, the lights in the operating room flickered and then the operating room was dark for just a couple of seconds. The lights came back on and perfusionist (ccp) noticed the perfusion system was going thru a re-set, like what occurs when the system is booting-up at power up. The pumps came up in the stop mode, the timers were re-set to zero, the pressure sensors were in the cal mode, and the abd and low level alarm were in the stop mode. The pumps were off for about ten seconds. The pumps were restarted and cpb was re-instituted. The (air bubble detector (abd) and level sensors were turned on and the pressure transducers were re-zeroed and circuit pressures again were able to be monitored. There were no other issues the remainder of the procedure. After the procedure, the perfusion system's power cord was removed from the wall (ac power) and the battery back-up did function as designed and intended. The case was completed successfully. The issues with the perfusion system di stop the pumps and re-set other functions, but the system issues did not delay the actual surgical procedure. There was no loss of blood associated with this incident and there was no harm observed or reported.